Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the package for the et tube indicates a size 7.0mm; however, the actual print on the et tube inside the package indicates a size 7.5mm. No pt injury reported.